Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'new bag of ivf was hung for patient at 09:00 and pump showed it was running at a rate of 100cc/hr. Rn saw that at 13:00 bag still looked mostly full but the bag should have been almost half empty'. Evaluation has sent the device for flow rate accuracy testing at the flow rate of 125ml. Hour for 1 hour and the flow rate error percentage rate was -5.959% specification range. The pressure plate travel was required to be adjusted. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of undetected upstream occlusion. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump experienced a new bag of ivf was hung for patient at 09:00 and the pump showed it was running at a rate of 100cc/hour. The registered nurse saw that at 13:00 bag still looked mostly full but the bag should have been almost half empty. The tubing above the pump looked slightly kinked so that could have potentially been the issue but the pump did not beep saying that there was an occlusion. Keep safe report (B)(4). This occurred in the pediatrics department during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.